Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. A systems check was completed and no issues were identified. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use.